Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the scratch was noted on the lens. There was a patient contact, and the surgery was completed with the backup lens. There was no serious injury to the patient and there was no surgical intervention required. No further information available.